Manufacturer narrative:
The insulin pump had intermittent express bolus button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with a cracked reservoir tube lip, cracked case at the display window corner, minor scratches on the display window and a scratched reservoir tube window. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump alarmed for a button error and that pressing the escape button did not clear the alarm. The blood glucose reading was 138 mg/dl. The customer did not recall any significant events leading to the alarm. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.